Manufacturer narrative:
The device has not been returned to the MFR for evaluation. Chr showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the radiologist tried to remove the PICC, it broke and embolized in the pt's lung. The PICC was placed in (B) (6) 2009. At this point, the pt is doing ok. The line fractured not far from the insertion site, in the upper arm.